Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster stent was successfully deployed and sealed the perforation; however, a second dissection was noted possibly caused by the graftmaster. The dissection was not treated and the patient was transferred for pericardial window and coronary artery bypass grafting (CABG). The patient expired during surgery. No autopsy was performed, as the death was deemed to be related to the procedure, and the patient pre-existing bleeding conditions (anemia and thrombocytopenia). There was no additional information provided. Concomitant products: guide catheter: jr4 (7-french); stent: 3.5x24mm endeavor. There was no reported device malfunction. The graftmaster stent reportedly remains in the patient anatomy and it is indicated that the delivery system is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dissection and death, as listed in the jostent graftmaster instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The balance middle weight (bmw) is being filed under a separate medwatch MFR number.

Event description:
It was reported that the patient presented with angina and a non-st elevation myocardial infarction (nstemi). After placement of a balanced middle weight (bmw) guide wire, a non-abbott stent delivery system (sds) failed attempts to cross the heavily calcified lesion in the moderately tortuous mid right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). The non-abbott sds again failed to cross the lesion; thus, a second bmw guide wire was advanced for extra support. The non-abbott stent was successfully deployed; however, the second bmw guide wire was entrapped with the deployed stent. The sds and first bmw guide wire were removed without issue. The entrapped bmw guide wire was removed with slight force. There was no damage or separation noted to the guide wire. After withdrawal of the bmw guide wire, the non-abbott guiding catheter became deep-seated and caused plaque shift, a dissection at the ostium, and a perforation at the rca. The patient became hemodynamically unstable. An unspecified guide wire was placed, and a non-abbott bdc was used to occlude the rca. Reportedly, it took at least 30 minutes to find a graftmaster. During this time, the patient experienced hypotension, cardiac arrest, ventricular tachycardia and ventricular fibrillation, and was intubated and a balloon pump was placed. The patient was treated with vasopressor medication and cardiopulmonary resuscitation (CPR).